Manufacturer narrative:
Analysis was able to confirm the reported power supply connection working intermittently. The power supply and the power cord were replaced. Also, the electrocardiogram (ECG) support updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer power supply was faulty. The programmer would intermittently shut down and the power supply made arcing sounds that were coming from the power cord port junction. The reported issues were not alleviated by further inserting the power cord into the programmer. The programmer was returned for service. There was no patient involvement.